Manufacturer narrative:
The type of report was erroneously left blank in the first follow-up report, submitted november 3, 2017. The type of report should have been indicated as "additional information."

Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative contact the facility biomedical engineer and learned that both circuits of the device were cooling when the user experienced the reported issue. The field service engineer explained that it is normal for the temperature to not drop as fast when both circuits are cooling at the same time. Following this explanation, the customer canceled the service request and no further issues have been reported. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the patient side of the heater-cooler system 3t did not cool down as expected during procedure. There was no report of patient injury.